Event description:
The device was serviced on-site. During service by baxter, broken door #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported ¿broken #2¿ discovered before use. Evaluation summary: a baxter service technician evaluated the on-site and found broken door #2. The reported condition of ¿broken door #2¿ was confirmed due to broken door#2.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.